Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below: "[inspection of the endoscope] 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the adhesive around objective lens was peeled. The customer's allegation was confirmed. The device leaked due to a pinhole on the bending section cover. In addition, the following non-reportable malfunctions were found during device evaluation: angulation in the up direction did not meet the standard value due to wear of the angle wire, the number of broken wires in the bending tube blade exceeded the standard value due to handling, the universal cord was dented, and the adhesive on the bending section cover was chipped. The investigation on is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was an air leak for the endoeye flex deflectable videoscope. The issue was discovered during repair. The subject device was sent to olympus for evaluation. During inspection and testing, the adhesive on the objective lens was found to be peeling. This report is being submitted for the malfunction found during evaluation (peeling adhesive). There was no patient harm associated with the event.